Event description:
It was reported that the patient never had therapeutic effect. The stimulation wasn¿t helping and the patient wanted the system out. Compatibility guidelines for MRI scans were given. The entire system was explanted on (B)(6) 2013. It was further reported that the cause of the event was that the patient needed an MRI scan. There were no abnormal impedances. The information provided indicated that the patient also had an interstim device and couldn¿t have the MRI. The patient was instead being scheduled for a CT scan. The patient was hospitalized due to the event. There were no injuries noted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).